Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted and replaced due to a left sided infection. Another system was implanted on the opposite side. No further adverse patient effects were reported and no return of product is expected.